Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Problem code 2906 captures the reportable event of clip failed to release from the catheter. A visual examination of the returned complaint device noted that the clip assembly and the yoke were not returned with the device. A kink was found on the proximal section of the catheter. There is not enough evidence to indicate of how this activation was performed. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was forcibly pulled and dropped out. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was forcibly pulled and dropped out. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.